Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was missing the sticker seal of the tamper seal. Review of the event history log showed an occurrence of a "cassette not attached properly" alarm. The reported issue was duplicated during the investigation. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that a defective occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured aug. 2015, and is out of warranty therefore, no manufacturing DHR review is needed.

Manufacturer narrative:
Other, other text: , corrected data: h6) additional information was received indicating that there was no patient injury.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached properly. No adverse effects were reported.